Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. The displacement test, rewind, basic occlusion and occlusion tests could not be performed due to motor error alarm. The operating currents or failed battery test alarm could not be verified due to motor error alarm. The device also had a scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer's sister reported via phone call that the insulin pump was not delivering insulin. Troubleshooting was not performed. The customer called back to report receiving a motor error alarm and a battery out limit alarm. The history showed a failed battery test alarm. The customer stated that he inserted a used battery. Troubleshooting was performed and he stated that the device was not exposed to a high magnetic field and the drive support cap was recessed. The insulin pump alarmed motor error during rewind. Blood glucose value is unknown. The device was returned for analysis.